Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump and instructed the customer to return the problematic pump using the provided return box and pre-paid label within 10 days. Additionally, instructions on storage mode and steps for using the replacement pump were provided and acknowledged by the caller.